Event description:
Hospital advised that the pump alarmed and displayed "channel error". The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. There was no patient consequence. Patient information was requested and none was provided.